Manufacturer narrative:
Three pictures were received as reference material for an evaluation. The cuff was observed to be herniated. Cuff and inflation line assembly operations was reviewed; no discrepancies were found. An attempt to reproduce the failure mode was conducted; was possible to reproduce the failure mode by pinching and stretching the cuff with the hand. The most probable cause of the reported issue has been determined to be that the cuff was damaged after it left smiths, or a lack of detection by production personnel during the inflation test.

Manufacturer narrative:
No device returned for evaluation. However, a picture of the product was returned. No origination date list per provided lot number.

Event description:
Information was received indicating that one day following the placement of a smiths medical portex® blue line ultra® tracheostomy tube the patient had complaints of respiratory discomfort; later going into respiratory arrest. A tracheostomy (trach) tube change out was performed and the patient recovered. The balloon was reported to have not fully inflated. Subsequently, later that day, the patient had severe decompensation and was reported to expire.